Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was "a lot of air bubbles" when aspirating the sheath. The sheath was prepared and inserted with no issues and the sheath was used to perform the transseptal puncture and pre ablation mapping. The mapping catheter was removed and the pfa catheter was inserted, and the sheath was aspirated at this time and a "lot of air bubbles" were seen. The pfa catheter was removed, and aspiration was performed again, this time with no excess air. The pfa catheter was inserted a second time and once again excess air was seen during aspiration attempts. At this time the sheath was exchanged, and the procedure was completed with no patient complications. No air was seen in the patient. The sheath has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were noted. Next, the sheath was prepared for leak testing. At this point fluid leaked from the flush tubing of the sheath which prevented any further leak testing, and thus additional leak paths could not be identified. Investigators identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported [ar code] was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was "a lot of air bubbles" when aspirating the sheath. The sheath was prepared and inserted with no issues and the sheath was used to perform the transseptal puncture and pre ablation mapping. The mapping catheter was removed and the pfa catheter was inserted, and the sheath was aspirated at this time and a "lot of air bubbles" were seen. The pfa catheter was removed, and aspiration was performed again, this time with no excess air. The pfa catheter was inserted a second time and once again excess air was seen during aspiration attempts. At this time the sheath was exchanged, and the procedure was completed with no patient complications. No air was seen in the patient. The sheath is expected to be returned for anaysis.